Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H10: medwatch report attached

Event description:
It was reported that this was a vessel closure using a proglide device. Reportedly, the flexible tip [sheath] that was partially in the body broke off during a procedure. The device including the separated portion was removed from the patient anatomy. No components were left in the patient. The method of hemostasis was not reported. There were no reported adverse patient effects. User facility medwatch report mw5186577 received that states ¿the flexible tip of a perclose proglide detached from the body while the doctor was trying to preclose a groin puncture site and it was partially in the body. Md was able to remove everything and nothing was retained. There was no harm to the patient or staff.¿ no additional information was provided.